Manufacturer narrative:
The device was received for evaluation. During evaluation, the device observed low audio when powering on the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a dislodged speaker from the rear case and determined the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device was found with low audio. No additional information is available.

Manufacturer narrative:
Correction: h6 and h11. Additional information: h6: type of investigation: was b21 and b11 and is corrected to b01 and b14. H11: the device was received for evaluation. During evaluation, the device observed low audio when powering on the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be a dislodged speaker from the rear case and determined the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.